Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump occasionally triggers an alarm due to an overpressure condition. The reporter stated the cassettes are always filled according to a defined and standardized procedure, and they have not identified any steps in their production process that could explain the overpressure problem. Patient involvement is unknown.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump occasionally triggers an alarm due to an overpressure condition. Unable to confirm the complaint due to the device not being returned. Based on the information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis. A service history was unable to be performed as the serial number was unknown.